Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response (atr) episodes that were stored due to oversensing of cautery during a procedure. This ICD remains in service. No adverse patient effects were reported.